Manufacturer narrative:
The device has not yet been received for evaluation. The root cause cannot be determined at this time. A supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that during final tightening on the last of four screws, the torque handle clicked once then the tip of the driver sheared off in the locking cap. As this was minimally invasive surgery case, the surgeon chose to leave the tip in the cap. The tip was not easily accessible. No impact to patient was reported.